Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va0k49p, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID :37642, serial#(B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0k84f, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information received from the healthcare professional via the representative reported a complete system removal due to an infection. It was unknown if the issue was resolved at the time of report. The patient status was alive, no injury. The patient's indication for use was parkinsons dual and movement disorders.